Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted. This report is number 1 of 3 mdrs filed for the same event (reference 3005739886-2015-00074 / 00076). Evaluation in process.

Event description:
It was reported that the patient underwent initial procedure, in (B)(6), to address spondylolisthesis on (B)(6) 2012. Subsequently revision was performed on (B)(6) 2015 to address two broken screws, 8.5mm x 55mm s-lok polyaxial screw (slp8555) and 6.5mm x 40mm s-lok polyaxial screw (slp6540), and one broken 5.5mm x 200mm rod straight (110-5200). Hardware was removed, with the exception of the broken screw shafts, and replaced with a competitor's product. It is suspected that the patient suffered a low impact fall, the doctor does not believe it was a product malfunction.

Manufacturer narrative:
Visual examination of the returned product by the engineer noted the shank of the screw is fractured in the neck region just below the sphere. The complaint notes the patient underwent revision surgery approximately 2 years and 8 months after the initial surgery. The initial surgery was performed to address spondylolisthesis. The screws were replaced with competitive product. Spinal constructs are intended to provide initial immobilization and stability to aid in attaining fusion. Once fusion is established after a few months, the fusion mass would share the load, provide stability across the joint space and help maintain the correction. Based upon the complaint it is believed that fusion had not been achieved, and that continued instability resulted in screw and rod fracture and subsequent patient pain due to loss of correction. It is unclear if implants or bone were placed in the disc space to help address the observed instability, and/or if this would have helped in this particular procedure. The cause for the screw and rod failure cannot be ascertained from the information provided, but is likely attributed to continued instability and loading due to lack of adequate fusion. Review of manufacturing history records found a total of (B)(4) pieces of this lot were released for distribution on (B)(4) 2011 with no deviation or anomalies. A five-year complaint history review did not reveal any previous reports of fracture for this part/lot. Device fracture is a known risk of this procedure. Associated instructions for use (IFU), (B)(4) surelok pedicle screw system, states under potential adverse effects: "7. Device component fracture" and under warnings: "3. Potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebrae, neurological injury, and vascular or visceral injury" and "6. Failure to achieve arthrodesis will result in eventual loosening and failure of the device construct". This report is number 1 of 3 mdrs filed for the same event (reference 3005739886-2015-00074 / 00076).